Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level of 800 mg/dl, vomiting blood, and diabetic ketoacidosis. Customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2021. The cause for the alleged issue was unknown. During troubleshooting with tandem technical support (cts) an auto-off alarm was confirmed to have occurred. Subsequently, a resume pump alarm occurred due to the auto-off alarm not being addressed. Cts educated the customer on the auto-off safety feature and resume pump alarm. Cts verified the pump functioned as intended.